Event description:
During an internal review of the event, it was determined that this event can be confirmed invalid. This generator was received in a shipment of generators on (B)(6) 2023 and was confirmed on (B)(6)2023 to be returned due to a standard generator replacement per queen elizabeth hospital. This hospital has historically and currently reports any complaints or troubleshooting issues to livanova directly. Therefore if this generator was related to a true high impedance while implanted in a patient, they would have reported to us at that time they were aware. Due to privacy laws, the united kingdom cannot send implant or explant dates of the generators unless there is an active complaint alleged. Upon return this generator it showed high impedance in data history during product analysis. This will not be captured as a high impedance device malfunction as this is an expected function of the generator to record any impedance change of >25% which occurs both before implant and after explant due to not having lead connected while implanted in patient. Due to this and the information regarding all of these generators that were returned from this facility indicated to be explanted due to normal replacement, this high impedance is not indicative of a true malfunction and therefore will not be captured.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen to have high impedance on their device. The explant date is unknown and therefore this high impedance cannot be attributed to the explant procedure. The suspect product remains implanted. No other relevant information has been received to date.